Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended with proper pinch and alignment. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that midway through a laparoscopic cholecystectomy the device produced clips that crossed and did not close. Another clip applier was used to complete the procedure. There was no pt injury. It was later reported that no clips had been successfully fired prior to the crossed clips. There was no unusual noises or resistance felt. The crossed clips was retrieved.